Event description:
(B)(6) clinical study. It was reported that post a stenting treatment procedure, the patient expired. (B)(6) 2010 - the patient presented with acute coronary syndrome with elevated ckmb or positive troponin. The 95% stenosed target lesion was located in the mid left anterior descending artery (lad). The physician implanted a 2.50 x20mm taxus liberte stent in the lesion. Post procedure residual stenosis was 0 % with timi iii flow. The patient was discharged the next day on aspirin and clopidogrel. (B)(6) 2010 - the patient presented with angina and was hospitalized. The patient underwent elective catheterization, which revealed 80% stenosis in the ostial obtuse marginal 2. An unspecified stent was implanted and the patient was discharged the next day. (B)(6) 2011 - patient expired. Additional information was not able to be obtained.

Manufacturer narrative:
Patient age at time of event - the coordinator from the facility provided patient age as (B)(6) years of age. The (B)(6) clinical study information received provided patient age as (B)(6) which would make the patient (B)(6) at time of death. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).